Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a cracked battery compartment was observed from the threads to the left of the grip pad and below the grip pad to the case seal. Moisture was observed in the battery compartment. A leak test failed due to battery compartment leak. The pump was opened; there was no further moisture damage found. A test battery cap continued to spin and difficult to remove due to the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged battery compartment. There was reportedly moisture and corrosion in the pump. There was reportedly a battery cap or cartridge cap issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.